Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were intermittent occasional undersensed beats on the right ventricular (rv) lead and suspected occasional intermittent undersensing on the right atrial (ra) lead. Both leads remain in use. No patient complications have been reported as a result of this event.